Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97792, lot# n747305, implanted: (B)(6) 2017, explanted: 2018, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 97792, lot# n747305, implanted: (B)(4) 2017, explanted: (B)(4) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s device was implanted on (B)(6) 2017 and he had fantastic results with near 100% pain relief. The rep reported that in november 2017, the patient had a vascular leg procedure that resolved a majority of his pain, so he actually admitted to not using the ins for a few months. The rep reported that the patient stated he had an outpatient vascular procedure at another hcp¿s office a few weeks prior to (B)(6) 2018 and ¿they dropped him off the operating room table onto the floor¿ while the staff were attempting to get him positioned for the procedure. The rep reported that since that procedure, the patient had increased leg pain. The rep reported that the patient turned on his ins and realized it was not provided the relief it once was. The patient was seen in the hcp¿s office and according to the hcp, x-rays revealed lead migration. The rep reported that they were unable to reprogram the patient¿s ins to provide the same coverage as he had prior to his incident during the vascular procedure. The hcp spoke with the patient and they agreed to proceed with a lead revision. It was unknown if the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative who reported revision occurred on (B)(6) 2018. It was reported the cause was unable to be determined. It was reported the patient felt that given the proximity of time between the patients change in stimulation and his incident at the vascular center, it was the incident at the vascular center that caused his leads to migrate. This issue has not been resolved at this time. It was reported the patients post-op follow up with the physician and manufacturer was (B)(6) 2018. The physician wanted the patient's incisions to heal before using the spinal cord stimulator (scs) and avoid recharging over a fresh wound.